Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient first said he could not get anything on the patient programmer (pp) screen, so patient changed batteries twice and now only got poor communication. Patient used an antenna. Antenna was secure and sync with ins. The poor communication was not resolved. If patient was not receiving therapy, consider ins longevity relative to date of implant and redirect to hcp. Patient reported having more issues with symptoms and it was reviewed with the patient that the ins bring 4.5 years old can indicate ins depletion. Patient reported having more accidents and using more pampers. Caller reported that she used to have 2-3 pampers a week but went through 6 pampers yesterday. Patient was redirected to the healthcare professional (hcp) to check ins battery. No further symptoms or complications reported or anticipated.